Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin squirts out during priming. The customer¿s blood glucose level was unknown. The customer also reported that they noticed rainbow effect, screen light was dim and the screen was peeling a little bit. The device will not be returned for analysis.

Manufacturer narrative:
No missing segment/partial display anomaly noted. Device had unresponsive buttons due to flattened (creased) bolus express, esc and act buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify prime/fill, rewind anomaly or back light anomaly due to unresponsive button. The lcd window cover no loose or peel noted. (B)(4).